Event description:
A malfunction was reported by the caller concerning the pump, which occurred while the pump was being updated, potentially due to exposure to humidity. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, but the caller was unable to power the device off; hence, the pump is set to be replaced.